Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic during follow-up in backup vvi. A device image was sent for further investigation. A device download was performed successfully.